Event description:
The customer reported the collimators closed down and were stuck in the closed position. This issue is likely to result in the inability to view a usable fluoroscopic image and result in a loss of imaging functionality. No pt death or serious injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ffb (fluoroscopy functions board) pcb assembly and collimator were evaluated and replaced. The system was tested and found to be working as intended and returned to service.